Manufacturer narrative:
The device is included in the error 5 advisory notice issued by abbott on 01 june 2018.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Troubleshooting may resolve the issue.

Manufacturer narrative:
One patient electronics unit (peu) with model cm1100, sn (B)(6) was received for evaluation. Visual inspection determined the unit was free of physical damage. No software malfunctions or anomalies were observed. During diagnostic testing, the reported error 5 could not be reproduced and the unit passed all diagnostic testing. The reported error 5 was noted when reviewing the zed website, but could not be replicated during evaluation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported error 5 remains unknown.